Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain."

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2007. During post-operative monitoring, femoral neck fracture was noted on (B)(6) 2007. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date. It further indicates patient underwent a revision procedure on (B)(6) 2007 where the modular head was removed and replaced with biomet modular head, taper adapter and femoral stem.

Manufacturer narrative:
.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2007. During post-operative monitoring, femoral neck fracture was noted on (B)(6) 2007. These findings were found due to follow up monitoring. A review of the invoice history confirmed the initial surgery date. It further indicates patient underwent a revision procedure on (B)(6) 2007 where the modular head was removed and replaced with biomet modular head, taper adapter and femoral stem.